Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complaining his mother's meter is producing very high results, as she received readings of 211mg/dl, 224mg/dl, and 232mg/dl. Son of customer states that his mother feels well and requires no medical attention. The customer's expected blood result is 100-200mg/dl fasting. Verified the strips expire 9/25/2018. Customer confirms the strips have been properly stored and were first opened less than 120 days. Reviewed meter memory: (B)(6).